Event description:
Our operating theatre has not provided us with any further information other than that ¿it is no longer working¿. Translation of event description done by triage complaint evaluator (B)(6) fluent in english and french on 23-july-2025

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g4, h2, h3, h4, h6, h11. Corrected field: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (r-unit) was broken, and the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the r-unit is broken, and therefore the image is not displayed. The most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope was no longer working. There were no reports of patient harm.